Manufacturer narrative:
It was reported by the end user facility that the patient was undergoing a endovenous radiofrequency (rf) ablation procedure when the needle that was attached to the tubing broke off at the hub during use. According to the facility the needle was being used to inject tumescent around the great saphenous vein below an unspecified knee. The doctor was able to safely remove the needle with forceps from the patient. The patient did not need any additional treatment afterwards and no medical intervention was required. There was no impact to the patient or the procedure being performed. The sample was discarded into a sharps container and could not be retrieved for evaluation. No additional information was available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the end user facility that needle that was attached to the tubing broke off in the patient at the hub during use.